Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. While suturing the skin during closing, the needle broke. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle exhibited amounts of intergranular and possibly some transgranular failure. A visual inspection was also performed on one loose needle returned for evaluation and there were no signs of manufacturing defects found on the needle.